Event description:
It was reported that the patient underwent a laparoscopic, umbilical hernia repair procedure in 2007. Post operatively at about four weeks later, the patient was examined, and was found to have a seroma formation. As a result, the patient was started on antibiotic therapy that day. The seroma was resolved as of 2008. No further information was provided at this time.

Manufacturer narrative:
No conclusion can be drawn at this time. Should additional information be obtained, a supplemental 3500a form will be submitted accordingly.